Event description:
The customer observed positively biased tsh quality control (qc) results on the vitros ec analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physical action. No biased patient results were reported. There was no report of patient harm as a result of this event.